Event description:
The patient was having a nuclear medicine study. Prior to the study, 2- 18 gauge protectiv plus safety catheters were inserted. No issues were identified when inserted. When the catheters were removed, both edges were ragged, frayed and partially sealed at the end.